Manufacturer narrative:
(B)(4). Medical devices: femur cemented posterior stabilized (ps) standard left size 10, catalog#: 42500606801, lot#: 64533672. Articular surface fixed bearing posterior stabilized (ps) left 10 mm height catalog#: 42511400810, lot#: 64212688. All poly patella cemented 32 mm diameter catalog#: 42540000032, lot#: 64843531. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision approximately seven months post-implantation due to pain, swelling, limping, increase in temperature around the knee, and loosening. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Radiographs were reviewed by a medical expert and indicated loosening. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.